Manufacturer narrative:
(B)(4). Additional information: the device was used during a demo for the surgeon in the hallway when it would not open. The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. It was noted that there was two formed staple present on the cartridge. The device was tested with a test cartridge and fired for functionality. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device closed and opened without any difficulties noted. Note: device is a sample not for sale or human use.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was closed and would not open. It was not being used on a patient.